Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is meant by device "could not be activated?" Does this mean the device would not arm, preventing blade exposure and insertion? If not, please provide more information regarding issue experience by user. How many devices had this issue, one or two, as you are sending back two devices. If only one device had issue, what was issue with second trocar being sent back?

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device could not be activated, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the d12lt device found that it was received with the reset button in disarmed position. The instrument was armed and when the device was functionally tested the blade did retract as expected. However, the reset button remained in the lock position. In attempt to expose the blade, the bullet of the device was pull backwards, but the blade did not expose. No conclusion could be reached as to how this issue occurred. We have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.